Event description:
The patient had polyurethane covered breast implants october, 1988. The patient since that time has developed sjogren's syndrome, night sweats, fatigue, increased right shoulder, arm and chest pain. Patient had a bilateral capsulectomy and removal of both implants. The right implant was ruptured with free gel and fragments of outer shell present and the left implant was intact, appeared denudedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. The device was destroyed/disposed of.